Event description:
Ketac fil plus aplicap, a glass ionomer restorative cement has been packaged mistakenly into boxes with photc fil quick aplicap labeling. Photac fil quick aplicap is a light cured resin modified glass ionomer restorative cement. 138 pakages were delivered to european dental dealers.